Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 494mg/dl and 300mg/dl at the time of incident. The customer had no symptoms and treated with old pump. Customer reported that the high blood glucose levels began on (B)(6) 2018. The customer states the auto mode feature is active. They did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Insulin pump will not be returned for analysis.